Event description:
The patient was administered the 1st of 3 orthovisc injections in (B)(6) of 2014. On the (B)(6) 2014, it was determined by the physician that an infection had set in and the patient was sent to the hospital for a knee washout, this took place again in three days and the last time was on (B)(6) 2014. The patient is recovering.

Manufacturer narrative:
The batch record for lot number n140015a was reviewed. All final specifications including product sterility were met and passed.